Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. A functional evaluation revealed port a does not recognize the test mdu. The complaint was confirmed and a root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a damaged pcb or a defective port harness. A complaint history review concluded this was an isolated event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the controller keeps blinking. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that port a does not recognize the test mdu which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.